Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was not as responsive as it use to be and the wake button would stick and was hard to press. There was no reported impact to customer's blood glucose. Contact declined to provide further information and declined follow up from tandem technical support.